Event description:
It was reported that the patient experienced discomfort with an ambicor penile prosthesis (app) due to the device staying partially inflated at times. A replacement surgery was performed in which the existing app was removed, and a new inflatable penile prosthesis (ipp) was implanted. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.